Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level range was 500-600 mg/dl. Elevated blood glucose was addressed with a manual dose injection and a supply change. The customer reverted to manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.